Event description:
A malfunction alarm, specifically alarm 20, was reported during pumping. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl. The customer was instructed to continue using their current pump as backup therapy while a replacement pump was arranged to be sent by technical support. The customer understood the instructions for putting the pump into storage mode and returning it using a pre-paid label within 10 days.